Manufacturer narrative:
Report is for one (1) unknown nail unknown if complainant nail was implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was implanting an intra-medullary (im) nail for the femur with recon screws. While the surgeon was implanting the recon screws into the nail the insertion handle, aiming arm, sleeve, guide-wire and trocar missed the nail. A back-up sleeve, guide-wire and trocar were also used but same issue occurred again. The surgeon decided to complete the procedure "free-hand." There was a 20 minute surgical delay reported. The patient status outcome was reported as "fine." This report is for one (1) unknown nail this is report 9 of 9 for (B)(4).